Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was excessive glue residue on the probe.

Event description:
It was reported that there was excessive glue residue on the probe.

Manufacturer narrative:
Alleged failure: the probe stopped running mid procedure. Minimal delay. Surgery was successful the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the lack of glue around the polyimide glue could have been scratched during the placement of the hood, damage during pin bending. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.